Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test done (B) (6), 2009 indicated normal receiver stimulator function with two electrode anomalies. Reprogramming the device did give the patient benefit. Patient was explanted (B) (6), 2009 reportedly, due to pain since (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).